Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 545 mg/dl and 171 mg/dl 2); hi (greater than 600 mg/dl) and 171 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller did not know which strip lot produced the discrepant result. Lots 278222 (expiration date 08/31/2015), 278267 (expiration date 02/28/2015), and 278202 (expiration date 04/30/2015) were in use by the patient at the time of the event.